Event description:
It was reported there were flashbacks while using a slimline fiber coupled with cystoscope and uteroscope with oculars which caused retinal damage to the enduser. Per user facility, it was undetermined if reported damage was caused by laser light or other reflecting light in scope.

Manufacturer narrative:
Fiber has been evaluated and there were no visible damage to fiber, fiber performs within the design specification. No device malfunction was found or reported.